Manufacturer narrative:
Please note, the lot and serial numbers for the ipg and lead were not provided; therefore, no manufacturing or expiration date could be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02467. The patient received her scs system, including an ipg and a surgical lead, in 2009. It was reported the ipg and lead were explanted and not replaced due to inadequate pain relief. No patient complications were reported.